Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an a-fib procedure, after multiple rf applications had been completed, the navistar rmt thermocool catheter started displaying noisy signals that interfered with the other signals on the recording system. The noise was described as multiple rapid pacing spikes, like burst pacing in the 100-150ms rate. This noise issue appeared in all the 12 leads body surface ECG's and the ic (intracardial) recordings that was very fast, consistent waveform that saturated all channels. The noise was present on both carto 3 and the bard ep recording systems simultaneously. The physician had to rely on the defibrillator monitor. Changing to a new catheter resolved the issue. The case was completed without harm to the patient.